Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient has reported that infusion set was leaking from site. The infusion set was in use for less than 1 hour. No further information available.